Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a fray cord with exposed wires. It is known that the device was not used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.